Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during a procedure to treat persistent atrial fibrillation, air egress was observed with the faradrive steerable sheath clear. After pre-mapping of the left atrium with a non-boston scientific mapping catheter, the faradrive steerable sheath clear was aspirated and flushed to prepare for the farawave catheter insertion when air ingress was observed. Air ingress was not present when the non-boston scientific mapping catheter was introduced and removed. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath was received for analysis.

Event description:
It was reported that during a procedure to treat persistent atrial fibrillation, air egress was observed with the faradrive steerable sheath clear. After pre-mapping of the left atrium with a non-boston scientific mapping catheter, the faradrive steerable sheath clear was aspirated and flushed to prepare for the farawave catheter insertion when air ingress was observed. Air ingress was not present when the non-boston scientific mapping catheter was introduced and removed. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath was received for analysis.